Event description:
It was reported that the recently implanted vns patient was hospitalized due to suspicion of an infection at the incision sites. The initial report indicated that the patient's neck and chest incisions were painful to the touch. The patient has been prescribed antibiotics and further follow up indicates that the infection started to clear. The plan is to have the patient maintain the antibiotic medication for an additional 6 weeks. Surgical intervention has not taken place to date. Good faith attempts to obtain additional information are underway.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.